Event description:
It was reported the pt had his acticon neosphincter replaced on (B)(6) 2013 due to fluid loss. It was noted that the device was nearly empty. The device was explanted and replaced. No pt complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Balloon - catalog #72402106, serial #(B)(4), expiration date 07/14/2009, manufacture date 07/2004. Pump - catalog #72402287, serial #(B)(4), expiration date 05/05/2010, manufacture date 05/2005.